Event description:
It was reported that an occlusion alarm occurred. The impact on the customer's blood glucose level was unknown as the caller declined to provide details. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. No further information was provided as the patient declined additional support.